Manufacturer narrative:
Date of report: 26dec2018. Date of manufacturer: 21dec2018. The customer reported that the ventilator has been repaired and returned to service. Although requested, no response was received from the customer regarding patient information.

Manufacturer narrative:
Received information that the device was not in clinical use at the time of the event. The error occurred during start up before being used on a patient. The customer replaced the data acquisition (da) printed circuit board assembly (pcba). The ventilator passed all testing and was returned to service for patient use. The removed component was discarded by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator generated an error relevant to machine pressure sensor auto zero failure. The ventilator was not in clinical use at the time of the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/17/2018. The product support engineer (pse) troubleshooting this issue with the customer over the phone. Therefore, the reported customer cannot be verified. The ventilator was in clinical use at the time of the event occurred. There was no report of patient harm as a result of the event. The pse recommended swapping the solenoid 2 and 4. The part numbers were provided. The pse provided the current revision of the service manual and a copy of service bulleting with enhanced performance verifications test procedure. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator generated an error relevant to machine pressure sensor auto zero failure. The ventilator was in clinical use at the time of the event occurred. There was no report of patient harm as a result of the event.